Manufacturer narrative:
Batch review performed on 12 may 2021: lot 186876: (B)(4) items manufactured and released on 17-jan-2019. Expiration date: 2024-01-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a cup dislocation, the cup came out of bone. The cause of the cup dislocation is unknown. The surgeon revised the cup and liner with competitor hardware and revised the medacta head with a medacta head and added a sleeve almost 1 month and a half after primary. The surgery was completed successfully.